Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the poppet valve for the 4 way valve was defective. Additional malfunctions include the tie wraps for the pe valve were leaking, and the tie wraps for the sieve beds were replaced.